Manufacturer narrative:
The subject device was sent back to olympus for evaluation. During inspection and testing the following was found. Customer phenomenon could not be duplicated during the evaluation. Both wireless and wired footswitches functioned with the unit. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that they are experiencing problems with the wireless foot switch. The device produced error codes: 132, 151, and 152. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the reported event (wireless foot switch issues) was a result of constant compression of the connected footswitch without decompressing the footswitch, also, not shutting down the device (tfl-pls) entirely before trying to connect another foot switch to the device. Error code 151 is also known to occur when there is constant compression of the footswitch and when trying to connect another wireless footswitch, it is suggested to power down the device and then once powered on again to connect another footswitch. This gives the device time enough to reboot and disconnect all previous connections, it clears the system. This ensures that the device is still not detecting the footswitch that might have caused the original error message. It¿s likely the reported failure was caused by use error as no failures could be reproduced. The final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.